Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2020. Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure due to normal battery depletion, the replacement device was programmed doo, both leads were programmed bipolar, lead monitor was programmed to "monitor", and implant detect was programmed on. While the device remained outside the pocket, the physician connected the new atrial lead first, followed by the right ventricular (rv) portion of the chronic vdd-type rv lead. The device paced the rv for 23 beats, dropped one beat, paced for 8 additional beats, dropped one beat, paced for 4 additional beats, dropped one beat, then paced for 3 additional beats, whereupon the patient experienced asystole for about 30 seconds, during which time it was realized that asystole was actually occurring. At this point, the physician disconnected the rv lead and it was re-inserted into the old device, which restored pacing. The rv lead was then tested through the analyzer, with no inconsistencies seen. The physician requested a new device, which was then programmed the same as the first attempted replacement, but this time the rv lead was connected first, with no problems encountered. Lead pin visualizations and tug tests had been performed on both devices. The second replacement device was implanted and remains in use. No further patient complications have been reported as a result of this event.